Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vena cava (vc) perforation and filter impingement on the l2-l3 disc/ abutment on the aorta. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2009 after being diagnosed with deep vein thrombosis (dvt). Approximately nine years and eight months later, the patient had a computed tomography (CT) of the abdomen and pelvis done to evaluate the indwelling filter, which revealed that the filter is perforating the inferior vena cava (ivc) and impinging on the l2-l3 disc as well as abutting the aorta.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion: "[patient] underwent placement of a cook gunther tulip ivc filter on (B)(6) 2009. There were no imaging studies provided demonstrating filter placement. A CT abdomen/pelvis performed on (B)(6) 2018 demonstrated the filter at the mid l1 to superior l3 interspace tilted to the right. An attenuated ivc was indicated. Based on the study, migration is unlikely and no clinically significant tilt is indicated. A grade 1 perforation is visualized. A CT abdomen/pelvis performed on (B)(6) 2019 demonstrated the filter at the mid l1 to superior l3 interspace with tilt to the right. There was no interval migration indicated and the tilt demonstrated, coronal 11 degrees to the right and 8 degrees ventral along the sagittal plane, was not clinically significant. A grade 3 perforation is visualized with a right lateral strut extending 3mm outside the cava wall, abutting the aorta and a posterior strut extending 4mm outside the cava wall abutting the l2-l3 disc and superior l3 vertebrae." "Positive for perforation (grade 3), negative for tilt, migration unlikely.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: migration, tilt, abdominal pain, emotional distress, depression, anxiety. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain, emotional distress, depression, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging migration, tilt, and vena cava perforation. Patient further alleges "filter is causing me abdominal pain and is perforating my vena cava" as well as emotional distress, anxiety, and depression. Report from CT: "ivc filter with caval penetration redemonstrated."